Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/21/2020 additional information: d10 investigation summary ==> it was reported performance breakage suture. A needle/suture stratafix symmetric pds of product code sxpp1a400, was received for evaluation. During the visual inspection of sample, the swage and attachment area of needle were noted to be as expected, body fluids could be observed along of the strand. The barbs present damaged, deformation and any are missing caused by use. In addition, the fixation tab and part of the suture is not present since was cut appears to be by use of a surgical instrument. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received the assignable cause of the performance breakage suture is an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2020 and suture was used. The suture broke when sewing in the surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.